Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that foreign mater was found on the catheter. ¿I prepared to insert an IV catheter as ordered on this patient. After swabbing the insertion site with alcohol, I opened new a 22 gauge IV catheter. Before inserting the catheter, I inspected it per standard protocol and noticed a small metal shaving on the tip of the catheter. The catheter was not inserted into the patient and was immediately set aside. After capping the defective catheter, I stored it along with its packaging in a separate area, informed the charge nurse, and emailed my manager with the information regarding the event, the lot number of the catheter, and the expiry date.¿